Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) in 2008. The pt reported he had lost vision due to the development of a cataract. The icl was explanted in 2009. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Eval codes - method - results - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - no conclusion can be drawn. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.